Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 12/26/2019. Device evaluation summary: according to the reported information, a failure occurred at the seam underneath the suture tab. During visual analysis a tear in one of the lower suture tabs was found. Also, blue liquid in the device was noted. Microscopic examination was performed on the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. As stated in the product insert data sheet, it is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise product integrity. Multiple attempts have been made to obtain a clarification of the blue liquid in device. However, no additional information has been provided. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: faulty expander. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast surgery with a cpx4 with suture tabs medium height smooth expander and was presented with unknown side faulty expander issue. The physician stated that the failure was at the seam underneath the 12 o¿clock tab, not at the tab itself but at the seam beneath it. From the description, the issue is either at the seam of the dacron patch or the buffer zone. As a result, the expander was explanted on (B)(6) 2019.